Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results- the device was disposed; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that hydratome rx 44 was attempted to be used in the ampulla of duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, when the sphincterotome was bowed and the papillotomy was widened, the cutting wire snapped. It was reported that no part of the device was detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that hydratome rx 44 was attempted to be used in the ampulla of duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, when the sphincterotome was bowed and the papillotomy was widened, the cutting wire snapped. It was reported that no part of the device was detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition was reported to be fully recovered.